Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(6) 2013, the physician reported that the patient had not been seen in two years. Upon calling the patient's nursing home to schedule a follow up appointment, it was found that the patient passed away. No other information was provided or available. Per a search of the obituary, it was found that the patient passed away on (B)(6) 2012. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided.

Event description:
Follow-up on (B)(6) 2013 showed that the patient had brain encephalitis and a number of complicating factors. No autopsy would have been performed as the patient¿s body was donated to a medical school for study. The patient had been seen by a physician approximately one month prior to her death date. There was also an accompanying nurse's note stating that the patient had a breast lesion, noted as progressive inflammatory carcinoma of the breast. It was noted that the patient did not seek treatment for the breast cancer. It was suggested that it could have been the breast cancer that was the cause of death. It was determined that vns was not suspected to be related to the patient's death.